Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line during use. The following information was provided by the initial reporter: the tubing set drew air in the line.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line during use. The following information was provided by the initial reporter: the tubing set drew air in the line.

Manufacturer narrative:
The following fields were updated due to possible lots: d4: medical device lot #: 21105091; d4: medical device expiration date: 04oct2024; h4: device manufacture date: 04oct2021. D4: medical device lot #: 21105090; d4: medical device expiration date: 02oct2024; h4: device manufacture date: 02oct2021. D4: medical device lot #: 21096414; d4: medical device expiration date: 01oct2024; h4: device manufacture date: 01oct2021. Investigation summary: one sample model (B)(6) was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with water and primed. The bag was allowed to empty using gravity. The blue ball fell into place and stopped the flow. There was no observation of air in line. The customer complaint that the chemo tubing drew air in the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed on possible lots: a device history record review for model 11522558 lot number 21105091 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21105090 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 02oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21096414 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 01oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.